Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that the right atrial (ra) and right ventricular (rv) leads exhibited non-sustained ventricular tachycardia episodes with oversensing on the electrogram when the patient did arm movements for lead testing prior to a generator change. The rv lead also exhibited high short interval counts (sic). The ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.